Manufacturer narrative:
The initial regulatory report was submitted under rsr e2017032. Device evaluation: the returned psol was installed into a failure investigation test ventilator for analysis. The psol was sent for analysis on the production line. A teardown of the psol was conducted where it was discovered that the canted coil spring was incorrectly orientated. The psol poppet assembly has been designed to include freedom of movement for the surface of the poppet to bed into the seat carrier when closed. The orientation of the canted coil is critical to facilitate this freedom of movement. Incorrect orientation of the canted coil can result in a leak between the poppet and the seat carrier over a period of time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator's oxygen proportional solenoid (psol) was out of range. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
The original initial regulatory report was submitted under rsr e2017032. The initial is being resubmitted through emdr. Device evaluation summary: field service engineer (fse) inspected the ventilator replaced the proportional solenoid (psol) valve. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The returned proportional solenoid (psol) was installed into a failure investigation test ventilator for analysis. The psol was sent for analysis on the production line. A teardown of the psol was conducted where it was discovered that the canted coil spring was incorrectly orientated. The psol poppet assembly has been designed to include freedom of movement for the surface of the poppet to bed into the seat carrier when closed. The orientation of the canted coil is critical to facilitate this freedom of movement. Incorrect orientation of the canted coil can result in a leak between the poppet and the seat carrier over a period of time. This event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb840 ventilator's oxygen proportional solenoid (psol) was out of range. There was no patient involvement at the time of the reported event.